Manufacturer narrative:
Per email received from the FDA on 17apr2019, a correction was requested to capture the correct type of MDR report follow-up # that was submitted on 04-dec-2017. The device was not returned.

Event description:
It was reported that an indwelling catheter tubing was caught by the patient's legs during an episode of confusion, which resulted in mechanically pulling the catheter partially out. The inflated catheter balloon became lodged in the most distal portion of the male patient's urethra without exiting the patient's body. An unsuccessful attempt was made by the rn to deflate the catheter balloon by aspiration with a syringe at the balloon port. The nurse was unable to aspirate the water from the deflation port. This was followed by a cut to the balloon port. Cutting the balloon port did not successfully deflate the balloon. Successful passive decompression of the balloon occurred when the provider inserted a needle to puncture the balloon through the urethral opening. No lasting harm was identified for the patient. A 16 fr foley was placed in the patient after the event without issue.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that an indwelling catheter tubing was caught by the patient's legs during an episode of confusion, which resulted in mechanically pulling the catheter partially out. The inflated catheter balloon became lodged in the most distal portion of the male patient's urethra without exiting the patient's body. An unsuccessful attempt was made by the rn to deflate the catheter balloon by aspiration with a syringe at the balloon port. The nurse was unable to aspirate the water from the deflation port. This was followed by a cut to the balloon port. Cutting the balloon port did not successfully deflate the balloon. Successful passive decompression of the balloon occurred when the provider inserted a needle to puncture the balloon through the urethral opening. No lasting harm was identified for the patient. A 16 fr foley was placed in the patient after the event without issue.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an indwelling catheter tubing was caught by the patient's legs during an episode of confusion, which resulted in mechanically pulling the catheter partially out. The inflated catheter balloon became lodged in the most distal portion of the male patient's urethra without exiting the patient's body. An unsuccessful attempt was made by the rn to deflate the catheter balloon by aspiration with a syringe at the balloon port. The nurse was unable to aspirate the water from the deflation port. This was followed by a cut to the balloon port. Cutting the balloon port did not successfully deflate the balloon. Successful passive decompression of the balloon occurred when the provider inserted a needle to puncture the balloon through the urethral opening. No lasting harm was identified for the patient. A 16 fr foley was placed in the patient after the event without issue.